Manufacturer narrative:
This report is submitted on november 16, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to unspecified medical reasons. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 5, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). This report is submitted on march 23, 2023.